Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 479 mg/dl and insulin injections were used to address the high bg level. The customer changed the supplies on the pump. The customer was not sure what caused the high bg. There was no device issue reported.